Event description:
It was reported that during a bhp procedure, the fiber tip burned up after lasing at 60 watts for 60 seconds and detached from the fiber shaft and remained in pt's bladder.grasping forceps were used through the previously placed cytoscope to retreive the detached tip. No further complications were reported.invalid data - regarding single use labeling of device. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: none or unknown. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.